Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and had her coils had migrated out of her fallopian tubes. A hysterectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device migration were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in united states on 18-nov-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in late 2012 or early 2013 for permanent contraception. On or about (B)(6) 2011, plaintiff had a hysterosalpingogram hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. Plaintiff was informed that her coils had migrated out of her fallopian tubes. On or about (B)(6) 2015, plaintiff saw her doctor and underwent a hysterectomy. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and had her coils had migrated out of her fallopian tubes. A hysterectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device migration were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.